Manufacturer narrative:
Afer the incident, a field service engineer (fse) replaced the analog board. Upon replacement of the board, fse successfully performed a system cycle and three levels of qc. Pt comparison for po2 were within 2mmhg between the abl80 and abl800 analyzers. The analog board was not returned for eval so no investigation was conducted. This MDR is being filed as part of a CAPA driven retrospective review of escalated complaints (B)(4).

Event description:
Customer reported that the abl80 flex co-ox analyzer generated a low po2 pt result when compared to an abl800 analyzer. An asthmatic pt was treated based on the low po2 result. Customer stated that while the pt seemed to be recovering the pt was kept on a respiratory longer than necessary due to the low po2 result. No other treatment was reported based on the po2 result. (B)(4).